Event description:
It was reported that the patient had gotten more urinary tract infections while using the purewick female external catheter. The representative asked if the purewick female external catheter was inserted and also explained about the placement. The representative asked if replacing wicks every 8 to 12 hours and made comment that would give their more urinary tract infections. The representative also advised they would be at risk if they used longer than 12 hours and asked if they were reusing. The patient stated was not and did not use the system that often. The patient had been using this product for less than 90 days. It was unknown what medical intervention was provided for urinary tract infections and if the device contributed to the urinary tract infection at this time .

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be due to "inadequate material selection - materials of construction are not biocompatible". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "discontinue use if an allergic reaction occurs. Replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Assess device placement and patient¿s skin at least every 2 hours." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient had gotten more urinary tract infections while using the purewick female external catheter. The representative asked if the purewick female external catheter was inserted and also explained about the placement. The representative asked if replacing wicks every 8 to 12 hours and made comment that would give their more urinary tract infections. The representative also advised they would be at risk if they used longer than 12 hours and asked if they were reusing. The patient stated was not and did not use the system that often. The patient had been using this product for less than 90 days. It was unknown what medical intervention was provided for urinary tract infections and if the device contributed to the urinary tract infection at this time .